Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one 5fr powerline s/l catheter was returned for evaluation and two electronic photos were provided for review . Gross, microscopic evaluation was performed. The investigation is confirmed for the reported cuff bonding issue as the tissue cuff was intact and had residue and it was noted to move freely on the catheter was also noted on the provided photo. Furthermore, the tissue cuff adhesive was observed on the catheter segment as well as cuff fibers and the fibers on the tissue cuff appeared frayed. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3, h6 (method). H11: b5, h6 (device, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during a catheter placement procedure, the device allegedly slid along the catheter. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation as well as photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Event description:
It was reported that during a catheter placement procedure, the device allegedly dislodged because of the user error. There was no reported patient injury.